Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2013-03825, 2134265-2013-03826. It was reported that during an intravascular ultrasound (ivus) procedure, the motor drive unit (mdu) was unable to perform automatic pullback. During the ivus procedure, the motordrive of the ilab system did not pullback automatically. No patient complication was reported.

Event description:
Same case as MDR ID# 2134265-2013-03825, 2134265-2013-03826. It was reported that during an intravascular ultrasound (ivus) procedure, the motor drive unit (mdu) was unable to perform automatic pullback. During the ivus procedure, the motordrive of the ilab system did not pullback automatically. No patient complication was reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. The product was received in good condition with no visible external damage or defects observed. The unit meets specifications. In addition, the unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed. (B)(4).